Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and had high blood glucose of 958 mg/dl. Customer had reportedly been using the insulin pump for a week. Basal rate settings from the insulin pump were requested by customer's endocrinologist. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.